Manufacturer narrative:
(B)(4). Dilatation catheter: 2.0 x 12 mm rx voyager; guide wire: balance middleweight universal ii. There was no reported product deficiency. The reported patient death, ventricular fibrillation and cardiac arrest are known adverse events listed in the multi link 8 instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a recent anterior wall myocardial infarct and the angiogram revealed a total occlusion of the ostial left anterior descending (lad) artery and thrombus. The vessel was dilated with a 2.0 x 12 mm rx voyager, but no flow was achieved. The ostial lad was stented with a 2.75 x 38 mm multi link 8; flow was restored and the patient was transferred to the ward. Approximately 1 hour post procedure, the patient expired in the ward. The reported cause of death was ventricular fibrillation and cardiac arrest. Though requested, there was no additional information provided.